Event description:
The patient had the vns generator and lead explanted on (B)(4) 2013 due to an infection. The device was discarded.attempts have been made for additional information; however, they were unsuccessful. No other information has been provided.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.